Manufacturer narrative:
G1. Manufacturing site name and address updated from "medical phoenix 2 b/p" to "woody mountain."

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014 this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. Between follow up dates on (B)(6) 2021 and (B)(6) 2021, the aneurysm has expanded from 5.5 cm to 7.1 cm with an undetermined source of endoleak. On (B)(6) 2021, a reintervention occurred to treat the unidentified endoleak. The trunk-ipsilateral leg endoprosthesis was extended proximally with an aortic extender endoprosthesis to the left renal artery, and distal extension was achieved into the right common iliac with a contralateral leg endoprosthesis to rule out what was perceived as possible type I proximal and type I distal endoleaks. The procedure concluded successfully, and the patient will be followed up later to see if the endoleak was resolved.